Manufacturer narrative:
Siemens filed the initial MDR on 23-sep-2021. Additional information (12-oct-2021): siemens investigated the event and noticed an autocheck failed due to a vacuum out of range. The cse found a cap on the tertiary waste bottle that was damaged and causing the vacuum leak and performed a service repair to resolve the issue. The operation of the atellica im 1600 analyzer was verified and performed as expected. Siemens concluded that the cause of falsely elevated carcinoembryonic antigen (cea) results is unknown. The analyzer is operating as specified. The event required no further evaluation. Siemens updated section h6 (investigation conclusions) to include a new code.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated disapproval for quality controls (qc) obtained on the atellica im 1600 analyzer on (B)(6) 2021 and (B)(6) 2021. Siemens reviewed the information from (B)(6) 2021 and (B)(6) 2021 and noted failures detected in the daily autocheck maintenance. Siemens scheduled service intervention due to problems related to the vacuum pump. A siemens customer service engineer (cse) was dispatched to the customer site. Siemens reviewed the error logs and noted the control and samples divergences occurred in different packs. Siemens identified pressure errors, and a "command sampleproberotationalsample" error was detected in the sample probe. The cse performed preventive maintenance and identified the sample probe was misaligned. The cse performed services and verified the performance of the analyzer. A precision test was performed, and siemens noted that results were acceptable and according to the manufacturer's specifications. Siemens is investigating the event.

Event description:
The customer obtained discordant falsely elevated carcinoembryonic antigen (cea) results on an atellica im 1600 analyzer. The discordant results were reported to the physician(s). The customer used the same sample tubes and an alternate atellica analyzer to perform repeat testing. The customer noted the repeat results were lower and considered to be correct. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated cea results.